Event description:
The customer reported the system displayed intermittent black images on the left monitor. No pt injury reported.

Manufacturer narrative:
The ge rep conducted an on site investigation of the system. The rep removed the ccd camera cover and re-seated all connectors. The system now functions as intended, and was returned for customer use.